Manufacturer narrative:
Upon eval of the device the complaint was not confirmed. The complaint sample was not returned. The sample had expired by the date of use and all retention samples had been discarded upon expiration; therefore, performance tests or inspections could not be conducted. A review of the device history revealed no anomalies which would contribute to a leak. The root cause was identified to eb that the device was used after the expiration date. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corp that during cardiopulmonary bypass the shunt sensor leaked. Less than 1 cc of blood loss. Product was changed out. Surgery was completed successfully.